Event description:
The customer is reporting that the ortho provue probe is not dispensing enough red cells in the weak d test. No alarm condition or error message was posted by the ortho provue. No erroneous results were reported.

Manufacturer narrative:
All samples affected were repeated manually. The samples reported as negative by the provue were negative using manual gel. As per the ocd field engineer (fe) - the fe called the customer in regards to the provue not dispensing enough red cells. The customer stated that they have resolved the problem by priming and rinsing the probe and red cells are pipetting normal. The customer is not requesting service. The fe assisted the customer with resolution via the telephone. No onsite servicing required. Instrument is operating as expected. (B)(4). Service not requested.